Event description:
Patient was undergoing a fem pop (l) bypass graft. Tunneler with disposable sheath and bullitt tip was pulled through and removed when it was noticed that the bullitt tip was missing. It was determined that the tip was lodged somewhere in the left popiteal space. It was decided by the surgeon not to attempt to remove it. It was left indevice labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.